Event description:
It was reported that the procedure was to treat a 99% stenosed, mildly calcified lesion in the mildly tortuous distal circumflex (cx) artery. A non-abbott guiding catheter and non-abbott guide wire were placed. Pre-dilatation was performed using a 2.25x15mm non-abbott balloon dilatation catheter (bdc), followed by deployment of a 2.5x16mm non-abbott stent implant. The 3.0x08mm nc traveler bdc was used successfully to post-dilatate the deployed non-abbott stent implant. During a second use of the nc traveler bdc to perform kissing balloon technique with a 2.5x15mm trek bdc, the traveler bdc failed to cross the lesion and the shaft kinked. During withdrawal there was no resistance noted; however, the shaft subsequently separated. As the separated portion was outside the patient's anatomy, the separated bdc was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The 2.5x15mm trek bdc and a 2.5x15mm trek bdc were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: 3.0x15mmtrek rx, 2.5x15mm trek rx; guide wire: sion; guide catheter: radiguide bl3 (6-french); stent: 2.5x16mm promus premier. Evaluation summary: the device was returned for evaluation. The reported shaft kink and shaft separation were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.